Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on 05/06/2008 along with tah and cystoscopy due to menorrhagia, pelvic pain, dysmenorrheal and stress urinary incontinence. It was reported that following insertion the patient experienced dysuria and leakage, gross hematuria and flank pain. It was reported that patient underwent cystoscopy post implant that showed mesh in distal urethra as source of bleeding on (B)(6) 2013 and cystoscopy with removal of mesh on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.